Event description:
Customer reportedly obtained a result of 127mg/dl and passed out 20 minutes later. The customer then received a result of 126mg/dl on the advantage system and 67mg/dl on the paramedic's device within 10 minutes. Customer was given an injection of unknown contents that elevated her blood glucose. Requested return of suspect system, however, strips are unavailable for return. Customer stores strips outside original vial.